Manufacturer narrative:
This MDR is being filed as part of remedial action performed per (B)(4). (B)(4) has been initiated to investigate syringe ejections.

Event description:
Koru medical became aware of (B)(4) received through the FDA medwatch program stating " patient's mom reported that the pump malfunctioned. Some medication was also lost due to leaking through the tubing connection and syringe popping out of the pump. Mom unsure of volume that was infused but believes the majority of dose was infused. Solicited call. No side effect was reported. No additional information. Indication: common variable immunodeficiency, unspecified." A good faith effort was sent to the initial reporter on (B)(6) 2021. A response was received stating the patient and patient's mother did not provide any pump serial numbers, upon further investigation there is a reasonable possibility that the pump in question is (B)(4). This pump was shipped to the patient on (B)(6) 2020 and incident was reported on (B)(6) 2020. The device involved in the event was not returned to koru for evaluation. Manufacturing review and assessment confirmed one driver failed for a low average pressure reading and one driver failed to wind. Both drivers were repaired and retested meeting specification prior to being released to finished goods. Serial (B)(4) passed performance testing without requiring retesting or repairs prior to being release to inventory. The most likely root cause of this incident is end-user error; the end user either was not using koru precision flow rate tubing, a 50 ml bd syringe or did not seat the disc luer securely into the nose of the freedom60. Additionally, the luer disc may not have been attached securely to the syringe, causing leaking at the luer/syringe connection when the syringe ejected. No further information has been received, therefore koru medical considers this medwatch closed. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.